Event description:
It was reported that no insulin flowed through the unspecified bd nano¿ pen needle during use while priming, and the non- patient end was found bent. The following information was provided by the initial reporter: "consumer reported, no insulin flow when priming. Always primes before use. Stated, when she removed the pen needle after attempting to prime, she's finding the non patient end bent. Consumer is now checking the non patient end before she attaches. Also mention, having difficulty attaching pen needle."

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to unknown lot number.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that no insulin flowed through the unspecified bd nano¿ pen needle during use while priming, and the non-patient end was found bent. The following information was provided by the initial reporter: "consumer reported, no insulin flow when priming. Always primes before use. Stated, when she removed the pen needle after attempting to prime, she's finding the non patient end bent. Consumer is now checking the non patient end before she attaches. Also mention, having difficulty attaching pen needle."